Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was set to infuse an unspecified medication for approximately 4 hours, it was noted that the medication was infused within half an hour. There was no harm to patient.